Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional reporter: (B)(6).

Event description:
The event involved a chemoclave vented bag spike where it was reported when the sample was connected to the ch3034, the solution couldn't drip and the silicone was sunken. The event occurred during a chemotherapy infusion. There was no unprotected chemotherapy exposure and leakage in this event. The set was replaced and therapy resumed. There was patient involvement, no patient harm and no delay in critical therapy.